Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. The procedure was conducted as labeled. He had aaa and right internal iliac artery aneurysm. Patency of lumbar artery and inferior mesenteric artery was confirmed. Main body was placed considering about accessory renal artery position. Final confirmatory angiography confirmed proximal type I endoleak and occlusion of left internal iliac artery. Proximal type I endoleak: re-ballooning was performed first, but because the endoleak could not be resolved, body extension was placed. The endoleak was resolved, but the body extension covered left accessory renal artery, which resulted in occlusion of left accessory renal artery. (Patency of left renal artery was confirmed). Though type ii endoleak from inferior mesenteric artery was observed, the procedure was completed. Left iia occlusion: no add'l treatment was conducted. There has been no pt outcome provided.

Manufacturer narrative:
Listed in the instructions for use. Event is still under investigation.